Event description:
A remstar a-flex was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the device, the service technician observed deteriorated foam in the device. It was also noted that the top cover was rack; the ramp button led was invisible; the humidifier led was invisible. The error log was cleared and the firmware was upgraded. Per the customer request, the device is to be scrapped after the technician completed the evaluation.